Event description:
It was reported that a pacing lead was implanted after the use before date. No patient complications were reported due to this event. The lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.